Manufacturer narrative:
See h11 for correction details. This report is for the left breast prosthesis. See manufacturer report number 1645337-2024-03179 for contralateral side. Manufacturer¿s reference number: (B)(4) on (B)(6) 2024, it was noticed the following information was erroneously omitted from the previous report: the patient also experienced breast cancer on the right side. A mastectomy and lymph node biopsy were performed, in addition to the breast implant removal.

Manufacturer narrative:
On feb 26, 2024, the mentor failure analysis lab received the device for evaluation. The device was identified as a becker implant. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the textured becker breast implant was found to have a tear on the posterior aspect of the outer shell, measuring approximately 3.0 cm, within an area of siltex cracking. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced rupture on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2023.